Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a "screeching sound" in the middle of the night, which "went on for about a minute or two," approximately one-month post-implant of the cardiac resynchronization therapy defibrillator (crt-d). The "sound was constant and sounded like a fire alarm was going off." The patient wondered if it came from their device. It was noted that the patient has a medical alert monitor that was approximately five feet away from the patient and could have possibly produced a magnet tone. The crt-d remains in use. No patient complications have been reported as a result of this event.